Event description:
It was reported that the remote home monitoring system issued an alert for a code indicating a memory inconsistency occurred within the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed bringing the patient into the clinic and performing a magnet reset to reset the device's memory. If the code reappeared ts discussed to consider replacing the device. It was noted the patient has had an MRI and the beeper within the device is disabled. It was further noted that the s-ICD did another remote interrogation over one week later. Review of that data found the device did a self reset and corrected the memory inconsistency. Ts discussed that the patient would still need to be brought in to clear the code, but a reset would not be needed. The s-ICD remains in service and no adverse patient effects were reported.